Manufacturer narrative:
The device was returned. However, the investigation is still ongoing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
An olympus visera pro video system center had a bad video connector which was preventing a proper connection. This event occurred during an olympus asset evaluation. No patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the latch of the video connector was worn out, causing poor connection to the scope cable. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.